Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. P/n ae05ml is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and issue reported clip came into the jaw closed was not observed in the current manufacturing process, the clips were loaded, closed and released correctly. A device history record review could not be performed as the lot number provided does not match to the product code reported on the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation, determine root cause, and confirm the alleged defect. At this time, since the sample is not available, it is not possible to determine the source of the defect reported. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopy cholecystectomy the doctor attempted to load a clip in the jaw and the clip came into the jaw closed. There was no patient injury.

Manufacturer narrative:
Qn # (B)(4). Per DHR the product auto endo5 ml lot # 73k1700567 was manufactured on 10/30/2017 a total of (B)(4) pieces. Lot was released on 11/03/2017. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Reference file (B)(4) for investigation photos. The investigation was performed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. However, the clip did not fire until the trigger cycle was completed. The clip fired already closed. This was repeated with the same result. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the feeder spring was stuck in the yoke, the proximal end of the feeder was bent, and the clips were out of position. There was indication that the feeder spring bound up internally in the yoke which resulted in the feeder tab being bent and shortened the overall stroke of the feeder. This resulted in the clips not being able to properly load as they were unable to advance all the way forward in the jaws and ended up stacking on one another in the channel. The feeder spring was microscopically examined, and it was found that there is a burr on the feeder spring. Based on the observed damage, the clips most likely advanced partially into the jaws and were locked upon full stroke of the device. Upon the next stroke, the clips were delivered into the jaws already closed. It was determined that the feeder spring getting bound up in the yoke due to the burr on the spring was the root cause of this issue. This is a design related issue. (B)(4) has previously been opened to further investigate this issue. The reported complaint of "clip came into the jaw closed" was confirmed based upon the sample received. One device was received. Upon functional inspection, the clips did not fire until the trigger cycle was completed. The clips fired already closed. Upon disassembly, it was found that the feeder spring was stuck in the yoke, the proximal end of the feeder was bent, and the clips were out of position. There was indication that the feeder spring bound up internally in the yoke which resulted in the feeder tab being bent and shortened the overall stroke of the feeder. This resulted in the clips not being able to properly load as they were unable to advance all the way forward in the jaws and ended up stacking on one another in the channel. The feeder spring was microscopically examined, and it was found that there is a burr on the feeder spring. Based on the observed damage, the clips most likely advanced partially into the jaws and were locked upon full stroke of the device. Upon the next stroke, the clips were delivered into the jaws already closed. It was determined that the feeder spring getting bound up in the yoke due to the burr on the spring was the root cause of this issue. This is a design related issue. Nonconformance has previously been opened to further investigate this issue.

Event description:
It was reported that during a laparoscopy cholecystectomy the doctor attempted to load a clip in the jaw and the clip came into the jaw closed. There was no patient injury.